Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2208700, model: sc-2208-70, serial: (B)(4), batch: 164889/170361.

Event description:
It was reported that the patient was having difficulty charging the ipg. One of the patients cervical leads had high impedances. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility.